Manufacturer narrative:
A supplier corrective action request (scar) was issued to the back table cover supplier (B)(4). The sample was discarded by the user facility and was not available for return to deroyal for evaluation. Root cause: the product goes through other repacking process and handling prior to end user. Therefore, o & m halyard medical was unable to determine the true root cause for the hole in the back table cover. Corrective action: a corrective action has not been taken due to the root cause determination. The following preventive actions have taken place by o & m halyard medical: personnel was notified to raise awareness of the issue of hole being found on the back table cover. An inventory check was made by deroyal, a total of 125 back table covers were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Outer plastic wrap was intact; back table cover had a hole.

Manufacturer narrative:
A user facility medwatch report (# (B)(4)) was received on 01/25/2022 reporting outer plastic wrap was intact; back table cover had a hole. A supplier corrective action request (scar) was issued to the back table cover supplier o & m halyard. The sample was discarded by the user facility and was not available for return to deroyal for evaluation. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.